Event description:
According to the pt's primary surgeon, the endoarterial return cannula (earc) & endoclamp (eac) used to establish cardiopulmonary bypass (cpb) & cardioplegic arrest were placed in the standard fashion without difficulty, cpb was started. Initially high line pressures were entirely corrected when the earc was pulled back 2cm. Soon thereafter, a 2nd lumen was seen in the aorta by echocardiography, indicating an arotic disection. A median stemotomy was performed. Upon inspection of the aorta, in addition to calcification, several ulcerations were noted, indicating an underlying inflammatory disease of the vessel wall. The aortic arch was repaired & the intended lima-to lad anastomosis was performed. The operation was further prolonged due to "diffuse bleeding". The bleeding included the anastomosis, which was taken down & redone. There was no report or complaint of device malfunction. The device was being used in an approved study. Co sent a notification letter to all principle investigators re-emphasizing the potential risk of vascular damage associated with femoral cannulation and the need to screeen pts for peripheral vascular disease.